Manufacturer narrative:
Qn# (B)(4). The customer returned one spring wire guide (swg) within the advancer tubing for evaluation. Visual examination of the returned swg confirmed there was one kink in the swg body. During normal assembly, the kink in the guide would have been located inside the guide wire cap, protecting it from damage. No damage was noted on the tube assembly. Both welds appeared spherical and fully formed. The kink in the guide wire body was located at 436 mm from the proximal end. The total length of the guide wire measured to be 455 mm which is within specifications of 450-458 mm per swg product drawing. The outer diameter of the guide wire measured to be 0.849 mm which is within specifications of 0.838-0.877 mm per product drawing. The returned guide wire was advanced through a lab inventory ars and 18 ga introducer needle to functionally test per IFU which states, "advance spring-wire guide into the syringe approximately 10 cm until it passes through the syringe valves." The swg passed through both with minimal resistance. A manual tug test confirmed both welds were fully intact on the guide wire. A device history record review was performed and no relevant findings were identified. The instructions for use provided with this kit instruct the user, "do not use if package has been previously opened or damaged." The report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample. The returned guide wire had one kink in its body. The swg passed all relevant dimensional and functional inspection. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. During normal packaging, the portion of the guide wire that kinked would have been located inside the guide wire cap, protecting it from damage. Therefore, it cannot be confirmed when the guide wire was kinked. The root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "md was preparing the procedure and checked the product and md found that the j-tip guide wire was kinked. A new kit was opened and used, and there was no problem". No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "md was preparing the procedure and checked the product and md found that the j-tip guide wire was kinked. A new kit was opened and used, and there was no problem". No patient involvement.